Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal symptoms, and the patient's heart rate was in the 40's. The device was interrogated, and was functioning appropriately. The device remains in use. No further patient complications have been reported as a result of this event.